Event description:
It was reported that the 87-year-old female presented from an outside hospital emergency room after family had called with increased concern of confusion and difficulty breathing. The patient was transferred to their implanting hospital with worsening shortness of breath, cough with clear sputum and confusion. Leukocytosis with left shift was reported with fever and delirium. Per the physician, it sounded more like an infectious process overall. Upon arrival, labs were sent and a chest x-ray (cxr) was completed for further evaluation, which was remarkable. Blood cultures and urine studies were completed. After discussions with the overnight team, the patient and family chose to change the code status to do not attempt resuscitation/continue other treatments. The patient was given intravenous lasix (furosemide) with good urine output but mental status continued to decline to where they were only alert to a person. The decision was made to transition to do not resuscitate and turn off the left ventricular assist device (lvad) to be consistent with the patient's previously verbalized wishes to family, not wanting "to live this way". Implantable cardiac defibrillator tachytherapies were turned off. The patient was started on a morphine drip for comfort and the lvad was turned off at 1512. Time of death was 1516 on (B)(6) 2025 with family at bedside.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including other neurological events (not stroke-related) and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.